Event description:
It was reported that after two hrs of use the bb100f flex tube disconnected from the swivel adaptor from ballard, which was detected by the ventilator alarm. It was noticed that the system was wet or moist when this occurred. No pt sequelae was reported.